Event description:
On 12/92, rptr had surgery for fusion of l4-5. She was told she'd have hooks, wires and rods. Instead she was given pedicle screws. Two weeks after surgery, screws came out. Her dr would not take screws out. On 9/93, screws were removed. She has damage to her nerves in her right leg and low back. She has pain and numbness which is getting more severe every day. The screws were lying on her nerves. They moved in and out as she moved. She can't work. She is in pain every day. Her right leg is getting worse because of nerve damage. She has no money left. Now, she is told that she needs a spinal cord stimulator; the cost is $25,000.